Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the keypad buttons.

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. Patient mentioned that due to this issue sometimes it caused boluses to cancel. The keypad is reportedly. There was no adverse event associate with this complaint. The pump was replaced.